Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was closed but reads as not closed and it was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2020 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawer 5 was failed and it was unable to sense closed. The field service engineer (fse) had responded to a failed full height (fh) cubie drawer that would not open. Hta testing showed the drawer as open, but it remained non-functional. Upon removal and inspection, the fse found that the magnet was missing from the inseparable latch. The fse replaced the inseparable latch, reinstalled the drawer into the station, and performed a reboot. The drawer became operational and successfully recovered. The system functioned as intended after the field service engineer repaired the device. E1: initial reporter facility name - (B)(6).